Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.a correction injection via manual injection was administered to address bg level.reportedly, the customer cleaned the speaker holes and cleared the alarm. Cts instructed caller to load a new cartridge, resume insulin, and 5 minutes to determine if issue resolved.